Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid right coronary artery. A 2.5 x 23 mm xience prime stent delivery system (sds) could not cross the lesion due to the anatomy. The sds was removed and a 2.5 x 18 mm xience prime sds was successfully used. A 2.75 x 15 mm nc trek was being advanced for post-dilatation when the proximal shaft separated. The separated portion was removed along with the guiding catheter. Another 2.75 x 15 mm nc trek was being prepared to use for post-dilatation when the protective sheath could not be removed from the balloon. The procedure was stopped at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 2.75 x 15 mm nc trek is being filed under a separate manufacturer report number. Concomitant medical products: stent: 2.5 x 18 mm xience prime. The device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.